Event description:
It was reported that the patient was revised due to loosening of the tibial component. When the articular surface was removed, excessive wear and pitting were noted on the articular surface, which the surgeon felt may be related to the loosened tibial component.

Manufacturer narrative:
Visual inspection of the articular surface finds pitting and striations on the load bearing surface which translate into anterior/posterior movement, indicating third body debris in the joint. The post of the articular surface showed heavy wear on the medial side. The tibial plate was not returned. Revision surgical notes provided indicate the surgeon noted visible wear seen on the articular surface may be related to loosening of tibial component. The tibial plate was found to be grossly loose. A product history search did not reveal other complaints against the related part and lot combinations. Compatibility of the components was reviewed with no issues noted. Review of the device history records did not find any deviations or anomalies. A definitive root cause cannot be determined with the information provided. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-00327.